Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 4-24 hours of pod wear on the abdomen, with blood glucose readings displayed as ¿high¿ on the omnipod system and not decreasing despite administration of correction bolus doses. The patient reported symptoms including nausea, stomach pain, and vomiting. The patient presented to the hospital, was subsequently admitted to the intensive care unit, and diagnosed with diabetic ketoacidosis. Hospital treatment consisted of intravenous fluids and insulin injections. The patient was discharged on (B)(6) 2026.